Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record (DHR) for the involved lot was conducted which revealed the product met all quality criteria and manufacturing specifications prior to release. The product labeling provides information and precautions for handling, opening and mixing the dialysate, including use of personal protective equipment. Information is also provided regarding first aid actions to take in the event of eye contact. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 11 sep 2018 from a therapy specialist nurse regarding a pre-mixed dialysate bag which ruptured while activating the solution for patient use and splashed into the eyes of a female nurse on (B)(6) 2018, causing a burning sensation. The nurse flushed her eyes at an eyewash station and returned to work. No medical intervention was required.